Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer sought medical attention for infection discharge from product use. She reported the tampon used to get stuck inside her and she would have to lie down and pull it out.

Event description:
This is a follow-up report to correct the device code to 1528 - difficult to remove.

Manufacturer narrative:
New information: this is a follow up report to correct the device code to 1528 - difficult to remove. Report type: follow up 1.